Event description:
It was reported that during a stenting intervention procedure, stent dislodgement occurred. The target lesion was located in an unspecified vessel. The physician placed a 2.25x32mm promus element stent at the lesion site and "the stent opened and dropped from the lesion." The procedure was completed with another 2.25x32mm promus element stent. No patient complications were reported and the patient status is stable. Additional information was requested, but has not been obtained.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: no issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a stenting intervention procedure, stent dislodgement occurred. The target lesion was located in an unspecified vessel. The physician placed a 2.25x32mm promus element stent at the lesion site and "the stent opened and dropped from the lesion." The procedure was completed with another 2.25x32mm promus element stent. No patient complications were reported and the patient status is stable. Additional information was requested, but has not been obtained.